Event description:
It was reported, the surgeon tried to place the wedge by hands into the tibial component and impact it by a hammer; however, the wedge could not fit into the tibial component all the way, thus a few millimeters of the wedge was overflowing. Then the surgeon impacted the wedge with a graft impactor instead of a hammer, although the wedge could not be placed into the tibial component all the way, but the base of the wedge was deformed. Therefore, the surgeon tried to place another wedge; however, it was the same result as the first one. The surgeon commented that the wedge was going into the tibial component straightly at first but then it stopped going. The prosthesis is implanted without a wedge.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Devices remain implanted. No evaluation of the devices will be done. If the device or additional information becomes available, it will be reported on a supplemental report.